Manufacturer narrative:
This event was reported through the sure avr clinical registry. The manufacturer requested the clinical review of this event which assessed as unknown for device relation. Not explanted.

Event description:
This event was notified through the sure avr clinical registry: a mitroflow aortic heart valve model:lxa size 23 was implanted on (B)(6) 2015 via median sternotomy. The valve was implanted supra-annular with non-everting suture technique. On (B)(6) 2016, the patient died of an unknown cause. No autopsy was performed.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release. As reported in the mitroflow lx IFU, stroke is a known potential adverse event associated with cardiac valve replacement with a bioprothesis: "adverse events potentially associated with the use of bioprosthetic heart valves include: cardiac arrhythmias, creep. Thromboembolism, thrombosi. While these complications have not been observed in the majority of patients after cardiac valve replacement, the surgeon should carefully weigh their potential in selecting the optimum valve replacement for each patient." As reported by ruel et al, "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both. Although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." [1] [1] ruel, marc, et al. "Late incidence and determinants of stroke after aortic and mitral valve replacement." The annals of thoracic surgery 78.1 (2004): 77-83. Stroke is therefore a known, inherent risk of prosthetic valve replacements. Furthermore, this patient was at increased risk of stroke given her clinical history, including type ii diabetes, coronary artery disease, and previous tia; however, the root cause of the event ultimately cannot be determined. Device not explanted.

Event description:
The manufacturer was notified through the sure avr registry of the following event: a mitroflow aortic heart valve model: lxa size23 was implanted on (B)(6) 2015 via median sternotomy. The valve was implanted supra-annular with non-everting suture technique. On (B)(6), the patient died of a stroke. No autopsy was performed.